Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected adverse event. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The proximal conductor was distorted and blood/body fluid was observed (not obstructed). The outer insulation was breached/cut and there was blood in/on the helix mechanism. There was apparent explant damage.

Event description:
It was reported the lead dislodged, was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.